Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the pump powered up to a blank display. The reported blank display complaint was duplicated. Evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. The pump cover was removed to find further moisture corrosion to the display flex/connector and to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap is undamaged and able to fit. A leak was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.